Event description:
During the procedure, while manipulating the catheter, the introducer cracked. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath had been bent 0.31¿ proximal to the distal tip. No other visual anomalies were noted. However, the sheath was unable to deflect in one direction due to the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.